Event description:
It was reported that during a lobectomy procedure, the first device could not be fired on the bronchus at the first firing. Although the second device could be fired on the bronchus, the deployed staples were malformed. Reinforcement material was not used. The doctor commented that it had a difficulty in grasping the trigger of the second device. There were no adverse consequences for the patient. Received the following information on 4/5/2010: the first device: the firing trigger could not be grasped at the first stroke of the first firing. It is unknown whether unexpected noises heard or not. There were no anomalies with the functions of the closing lever and the release button. The second device: the shapes of deployed staples were unknown. The device cut the tissue properly. When the device was released with button, the knife stopped on the way to the home position.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.